Event description:
On (B)(6) 2025, the user reported concern about insulin use after a supply change and noted persistent elevated blood glucose (bg) for 9 hours. Bg was 330 mg/dl at the start of the call and 294 mg/dl by the end. Fingerstick checks showed 198 mg/dl earlier in the day and 330 mg/dl later. The agent confirmed insulin delivery and no immediate supply issues. Follow-up on 26-aug-2025 confirmed bg returned to range after supply change. On (B)(6) 2025, the user stated they were using a teflon infusion set (6 mm, 23") and observed no issues with the set. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after supply change and continued insulin delivery. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.